Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Suggested component code: mechanical (g04) ¿ femur. D10: pn: 42522100810, ln: 66567592 articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 2 years post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available.